Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Concomitant medical products: part #unknown / unknown cup / lot # unknown. Part #unknown / unknown stem/ lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01761. 0001825034 -2020 -01762.

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient's legal counsel is reporting the patient is experiencing unknown complications. However, no revision procedure has been reported to date.

Event description:
It was reported patient underwent total hip arthroplasty 14 years post implantation duet to pain and pseudotumor. During the revision surgery surgeon noted rust colored fluid within the capsule, damage to tissue, including adductors and adductors. The product had cold welded which required an osteotomy to be performed to remove the stem and cerclage wires placed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified (B)(6) 2019 revision of left tha revision of left tha, femoral component .repair of extended trochanteric osteotomy. Hip pain with MRI findings suggestive of pseudotumor secondary to mom. Previous posterior approach utilized rust-colored fluid encountered, extensive gray unhealthy tissue encompassed pseudotumor. Also involved the abductors and the short external rotators. All unhealthy tissue was debrided and some sent to pathology as well as taken for cultures. Outer diameter of the head was easily removed; however, the inner diameter sleeve was cold-welded and could not be removed despite numerous attempts. Therefore, an extended trochanteric osteotomy was performed. Lateral third of proximal femur was taken off in one fragment and stem was removed from intramedullary canal. Cerclage cables placed. Rom testing completed which demonstrated stability, limb lengths checked and satisfactory the additional information does not change the outcome of the previous investigation.

Manufacturer narrative:
Inspection of the returned device revealed the stem and taper insert remain assembled upon receipt. Yellow debris is present within the crease between the stem and taper insert. The exposed surface of the insert and stem are damaged. The distal end of the stem is gouged. The porous coating has been mashed and gouged. Foreign material is also stuck to the coating. The head is scuffed such that areas of the finish have become dull. The material around the rim of the head has been dinged. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information the following sections were updated/corrected updated: d1; d2; d4; d9; g3; g4; h2; h3; h4.